Event description:
Ous MDR - oversensing was reported. The date of implant was not provided other than it had been implanted for about a year. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body was damaged by squashing about 28.5 cm distal of the connector pin. The rope conductor to the ring electrode shows damage to the coating at that site. In this region, the inner conductor was deformed, and traces of abrasion could be seen at the coating of the rope conductor to the rv shock lead. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure stress on the lead body during the operating time. The characteristics of the damaged structure of the lead body by squashing lead to the assumption of excessive mechanical stress on the lead by the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.